Event description:
Litigation received on 2/4/2014. Litigation alleges pain, disability, and elevated metal ion levels. Legal claim letter also received.sales rep reported revision surgery on (B)(6) 2014. Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd (B)(6) 2015 - medical records received. Upon revision, metallosis, tissue damage, gray appearing fluid, bony erosion were noted. The stem and sleeve are being added for elevated metal ion levels. The stem remained in situ. This complaint was updated on (B)(6) 2015.